Manufacturer narrative:
Pending evaluation. Concomitant devices: tibial insert cn: 02-012-65-4015, sn: unk); tibial tray (cn: 02-012-45-4030, sn: unk).

Event description:
As reported by the exactech knee replacement study, approximately 3.5 years postop implantation, this (B)(6) y/o male patient, who weighs (B)(6) lbs., was revised due to ¿failed right tka, aseptic loosening¿. No other information available. Treatment is noted as resolved. The event is definitely related to the device and unlikely related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
It has been determined during the investigation that the patient has been deleted from the study database. This was reported in error. This case can close as a non-complaint.